Event description:
It was reported that during a low anterior resection procedure, the device did not work properly. There were some problem in closing staples. Another device was used to complete the case. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Date sent: 07/01/2008. Information anticipated, but unavailable at this time.